Event description:
Healthcare professional reported "suspicion of implant rupture" and "lobulation of the implant associated with a small amount of anechoic fluid is observed" against left side device. Physician later reported "lump with the presence of a small lobulation implant due to scant peripheral fluid." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma- late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.